Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the air bubble detector (abd) sensor was not working properly. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air sensor to lab use only (luo) testing equipment. A temporary water loop was constructed out of two pieces of 3/8 inch tubing and a connector with a port to introduce air into the water loop. As long as the loop had no bubbles, the pump continued to circulate with no alarms from the bubble sensor. When bubbles were introduced, the sensor reliably detected them, the system alarmed, and the roller pump stopped immediately. No unexpected alarms were observed. It was determined that the air sensor functioned as intended.

Manufacturer narrative:
Updated blocks: d4, d9, h3, and h4. H3 evaluation is in progress but not yet concluded.